Event description:
The customer contacted baxter's service center regarding a check patient line alarm which occurred on the homechoice (hc) during fill 1. The home patient (hp) stated that in his attempt to resolve the check patient line alarm fill 1 he had only changed out the heater bag. The technical service representative (tsr) advised the hp to reset up again with all new supplies, and explained that replacing only one item would cause air to enter the system and may cause an infection. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance spoke with the home patient on (B)(4) 2012. He stated that he did not notice anything unusual about his supplies that night. He ended up skipping the rest of his therapy that night after talking to the tsr. There were no samples available and he did not recall the lot number. He stated that he now understood not to do a partial swap out of supplies as it was a contamination risk. Therapy has been going well since, and there were no adverse effects reported.

Manufacturer narrative:
(B)(4). This complaint for a report of use error ? Reuse of single-use supplies was confirmed. The root cause was undetermined. The label review found the labeling adequate for the use error in this complaint.